Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the delivery needle. The actuator is in its post t1 deployment position indicating a trigger advancement and deployment of t1. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended, t2 deployed as a result. Per the device IFU warning: if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary.

Event description:
It was reported that during a procedure, after t1 was deployed, the needle couldn't bounced back, resulting in t2 no deployed. All t's were removed from patient and no patient injuries were reported.